Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat an osteoporotic vertebral compression fracture at l1. During kyphoplasty procedure, the balloon ruptured by the inner stylet. The surgeon placed the balloon into the vertebral body through the working cannula. The stylet on the proximal tip of the bone tamp became loose and popped out. The surgeon pushed it back in and it made the balloon burst. There was a delay in the procedure time due to this event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms stylet puncture of the ibt. This is consistent with removal of the stylet and re-insertion while in-vivo.